Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer did not request getinge evaluate cs300 intra-aortic balloon pump (iabp) in association with this issue. The customer has advised that they replaced the power supply and the iabp was released for clinical use. Device will not be returned.

Event description:
It was reported that during preventive maintenance (pm) performed by a member of the hospital staff the cs300 intra-aortic balloon pump (iabp) failed the battery test. The unit would not charge the batteries, there was no charging light but the iabp would run on ac power. Since the event occurred during pm, there was no patient involvement and no adverse event was reported.